Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and abortion spontaneous ('miscarriage') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida (total number of pregnancies: 5) and multiparous (dates of live births: (B)(6) 2000; (B)(6) 2005; (B)(6) 2007; (B)(6) 2013). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine / migraine headache") and headache ("headache") and was found to have weight increased ("weight gain"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy : other") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (hyst. (Full) (interpreted as hysteroscopy )). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, alopecia, migraine, headache and weight increased had resolved and the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date. Current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: other essure confirmation test(s) (unspecified). Pregnancy test - on (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and abortion spontaneous ('miscarriage') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida (total number of pregnancies: 5) and multiparous (dates of live births: (B)(6)2000; (B)(6)2005; (B)(6)2007; (B)(6)2013). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine / migraine headache") and headache ("headache") and was found to have weight increased ("weight gain"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy : other") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (hyst. (Full) (interpreted as hysteroscopy )). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, alopecia, migraine, headache and weight increased had resolved and the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram. On (B)(6)2013: total bilateral occlusion. Imaging procedure. On (B)(6)2014: other essure confirmation test(s) (unspecified). Pregnancy test. On (B)(6)2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Event outcome of all the aforementioned events were updated to recovered. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida (total number of pregnancies: 5) and multiparous (dates of live births: (B)(6) 2000; (B)(6) 2005; (B)(6) 2007; (B)(6) 2013). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine / migraine headache") and headache ("headache") and was found to have weight increased ("weight gain"), 2 months 12 days after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy : other") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full) (interpreted as hysteroscopy )). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, back pain, hypersensitivity, alopecia, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date current weight: 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure on (B)(6) 2014: other essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received : events "abnormal bleeding (general); dyspareunia; hair loss; hysterectomy (partial); migraines/headaches; back pain; pregnancy (stillbirth or miscarriage)" were added. Lab data and reporter information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy : other"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full) (interpreted as hysteroscopy )). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the hypersensitivity, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: other essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case was upgraded to incident. Event injury was updated as pelvic pain female. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), allergy : other, hair loss, migraine, weight gain was added. Patient's date of birth and lab data added. Essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.